Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The cusotmer's report was observed and attributed to the lcd display cable not properly seated to a connector. The lcd cable connector was firmly re-connected to resolve the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device's display showed vertical lines and no clinical information could be seen. Complainant indicated that there was no patient involvement in the reported malfunction.